Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the lamp reached the end of its expected lifespan, resulting in dim light. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source which is an olympus asset with no reported complaint. During testing, the service team identified that the device had dim light. There was no patient involvement.